Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unable to verify absence of alarm or vibrate anomaly or audio anomalies due to blank display. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked battery tube threads, cracked case at battery tube side

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after exposed to moisture. The patient¿s blood glucose level was 56 mg/dl at the time of the incident and was treated with the juice. The customer also stated that, the battery compartment was cracked. The insulin pump was vibrating but it stopped. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.